Event description:
The customer reported that the alarm displayed an "optical iab sensor failure". They hooked an art-line to balloon continued pumping for 12 hours before patient family withdrew care. The patient expired from family withdrawal of therapy.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).